Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during implant the head of the lead was bent during the test in the operation. A new lead was used to complete the operation, and the patient was currently in good condition. The cause of the issue was unknown. No patient symptoms or further complications were reported as a result of this event.